Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
An .014 interventional wire was then placed into the sheath. Dr. Murphy had difficulty wiring the common carotid. The wire was removed an angio was taken to determine if there was a dissection plane that was not noted from the initial pictures of the common carotid. No dissection could be noted from the previous angio run. He did however pull the sheet tip back 1 centimeter just in case a dissection plane had been introduced from the sheath. He then took a berenstain catheter plus the 014 wire and tried to wire the cca. Being unsuccessful he removed the wire and injected contrast through the catheter. At that time extravasation was noted from the angio. He again pulled back the sheath even farther to get into the true lumen. He was never able to gain access to the true lumen of the common carotid. At that time, he felt it was best for the patient to convert to a cea.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
An .014 interventional wire was then placed into the sheath. Dr. (B)(6) had difficulty wiring the common carotid. The wire was removed an angio was taken to determine if there was a dissection plane that was not noted from the initial pictures of the common carotid. No dissection could be noted from the previous angio run. He did however pull the sheet tip back 1 centimeter just in case a dissection plane had been introduced from the sheath. He then took a berenstain catheter plus the 014 wire and tried to wire the cca. Being unsuccessful he removed the wire and injected contrast through the catheter. At that time extravasation was noted from the angio. He again pulled back the sheath even farther to get into the true lumen. He was never able to gain access to the true lumen of the common carotid. At that time, he felt it was best for the patient to convert to a cea